Manufacturer narrative:
Based on information provided, the foreign material was not returned to kci for identification; therefore, kci is unable to confirm its identity. This report is being filed due to possible use error. The v.a.c.® granufoam¿ dressing was left in the patient's wound for more than 72 hours which was not in accordance with v.a.c.® labeling. Device labeling, available in print and online, states: dressing changes: wounds being treated with the v.a.c.® therapy system should be monitored on a regular basis. In a monitored, non-infected wound, v.a.c.® dressings should be changed every 48-72 hours, but no less than 3 times a week, with frequency adjusted by the clinician as appropriate. Infected wounds must be monitored often and very closely. For these wounds, dressings may need to be changed more often than 48-72 hours; the dressing changing intervals should be based on a continuing evaluation of the wound condition and the patient's clinical presentation, rather than a fixed schedule. Foam removal: v.a.c.® foam dressings are not bioabsorbable. Always count the total number of pieces of foam removed from the wound and ensure the same number of foam pieces are removed as were placed. Foam left in the wound for greater that the recommended time period may foster ingrowth of tissue into the foam, create difficulty in removing the foam from the wound or lead to infection or other adverse events. If dressing adheres to wound consider introducing sterile water or normal saline into the dressing, waiting 15 - 30 minutes, then gently removing the dressing from the wound. Regardless of treatment modality, disruption of the new granulation tissue during any dressing change may result in bleeding at the wound site. Minor bleeding may be observed and considered expected. However, patients with increased risk of bleeding, as described on page 8, have a potential for more serious bleeding from the wound site. As a precautionary step, consider using v.a.c.® whitefoam¿ dressings or nonadherent material underneath the v.a.c.® granufoam¿ dressings to help minimize the potential for bleeding at dressing removal in these patients.

Event description:
On 20-nov-2018, the following information was reported to kci by the nurse: on (B)(6) 2018, the v.a.c.® granufoam¿ dressing was placed in the patient's wound. On (B)(6) 2018, upon performing a dressing change, the v.a.c.® granufoam¿ dressing allegedly broke apart upon removal which required debridement. On (B)(6) 2018, the following information was reported to kci: a debridement was performed on (B)(6) 2018. V.a.c.® therapy was re-applied post debridement with use of contact layer. The v.a.c.® granufoam¿ dressing lot number is not available; therefore, a device history review could not be performed.